Event description:
Correction: the initial report [6000034-2025-02900] submitted on august 18, 2025, was filed inadvertently. There were no device migration involved.

Event description:
Per the clinic, the patient experienced no sound from the internal device, implant migration along with high impedances and no communication to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.